Event description:
Patient reported the last patch opened caused skin irritation described as blisters and bleeding while using vermed electrodes. Patient washed and cleansed skin and dried properly before applying the electrodes. Patient stated they did have to see a doctor to dry up the blisters and burns that were caused by the electrodes and the jell that was in electrodes.patient went to the doctor because 3 areas of the skin will not heal properly, and it seems that they will leave scars. Patient was prescribed clobetasol propionate cream usp,0.05% to try to heal the places where electrode patches were located.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.